Manufacturer narrative:
D9: date received by mfg; 1/10/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Testing was performed during the investigation. The customer reported complaint could not be replicated or confirmed.

Event description:
It was reported that the device had a wireless intermittent signal. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.